Event description:
This event involved a patient 5 months after heartware lvad implantation who experienced power source change in the controller earlier than expected. The battery were removed from the patient and replaced. No harm or injury to the patient was reported as a result of this incident. The investigation is ongoing.

Manufacturer narrative:
The device has been received and evaluation still ongoing. Preliminary evaluation and testing of the returned battery revealed an internal faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation.

Manufacturer narrative:
The reported event indicates an issue with the performance of the battery. The device was exchanged without incident and there was no reported patient injury. The battery was returned to heartware for visual and functional examination. Abnormal battery behavior, e.g. Premature performance degradation, intermittent/poor electrical connection with controller or battery charger, premature power source switching, etc., is a known issue being investigated. While the causes are multifactorial, it has been demonstrated that this issue is most likely related to a faulty internal cell pair. The confirmed malfunction is related to the reported event. Fsca apr 2014 was distributed to reinforce proper power source management. No further investigation of this complaint is required. An internal investigation (CAPA) has been opened to address the issue. No additional information will be forthcoming.